Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: complaint: foreign matter. Event description: black stain in the blister of the catheter. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. This incident is not MDR. Findings: the lot was built on afa line 1 and packaged on afa pkg line 9 from march 28, 2017 thru march 30, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Findings: n/a. Observations and testing: received five 20g iag units, the units were inside sealed packages and all components were present and intact visual/microscopic examination: 4 of the 5 units received revealed small black spots of dried black ink either on the package or on a component of the assembly. Test description: visual/microscopic. Method no: n/a. Results: see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the units revealed small black spots of dried ink. Investigation conclusion: conclusions: the received sealed units¿ revealed black spots (dried ink) present on either a component or the package. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the received sealed units¿ revealed black spots (dried ink) present on either a component or the package. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience could not be achieved in the laboratory environment. Was the device used for treatment or diagnosis? Treatment. Root cause: root cause, relationship of device to the reported incident: manufacturing (packaging) comment: this incident concerning the black foreign matter inside sealed package was manufacturing (packaging) related. It was confirmed that the non-foreign matter within the package was peripheral ink deposits, which were produced during the printing process.

Event description:
It was reported before use that the 20 g x 1.16 in bd insyte¿ autoguard¿ shielded IV catheter had a black stain in the catheter. No serious injury or medical intervention noted.